Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, the filter prematurely deployed. The filter partially deployed within the introducer sheath during insertion and they were removed together without incident. A second filter was satisfactorilly placed to provide adequate protection against future embolic events. The procedure was successfully completed. The pt is reported as "stable" following the procedure; no injuries or complications were reported.